Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00544: case 1, 3025141-2019-00545: case 2, 3025141-2019-00546: case 3, 3025141-2019-00547: case 4, 3025141-2019-00548: case 5, 3025141-2019-00549: case 6, 3025141-2019-00550: case 7, 3025141-2019-00552: case 9, 3025141-2019-00553: case 10.

Event description:
Article: management of displaced surgical neck fractures of the humerus: health related quality of life, functional and radiographic results; urda, antonio; gonzalez, ana; colino, alvaro; lopiz, yaiza; garcia-fernandez, carlos; marco, fernando; injury, int. J. Care injured (2012) 43 (s2), s12-s19. Case 8: patient required post op removal of osteosynthesis material and a total shoulder replacement due to avascular necrosis of the humeral head following implantation of a polarus nail.